Event description:
It was reported that the customer was hospitalized with a seizure and low bgs. The customer's spouse indicated it may have been the result of over bolusing. Troubleshooting indicated that the device was functioning as intended.